Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure and inside the ureter, two inches of the sheath and the entire basket cage detached as one piece. The detached component was completely removed using another zero tip nitinol retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.